Manufacturer narrative:
There is no sample return for this complaint. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.the root cause for this complaint and for the associated complaint for the report of leaking filters, is unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that filter is leaking.